Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by turbid effluent. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment for the peritonitis event was not reported. At the time of report, the patient was recovering from the peritonitis event. Physioneal therapies were ongoing. No additional information is available.